Event description:
It was reported that a malfunction occurred in the tandem insulin pump, specifically malfunction code 16. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to switch to an alternate insulin delivery method using multiple daily injections (mdi), and tandem technical support arranged for a replacement pump to be sent.